Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide, with a 6fr sheath, after a diagnostic procedure. Reportedly, during plunger removal, there was no suture attached to it. A cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. Analysis of the returned device revealed, the handle was normal, but the cuffs were still seated within the foot pockets and the link connecting the cuffs normally threaded through the suture bearing was wrapped around the guide. The link was slacked and tucked within the guide. This would indicate the foot was deployed, but the needles did not capture or displace the cuffs from the foot. There was no observable damage on the device handle. There was a piece of the blue suture that was outside of the device, tangled and not attached to a needle tip. The plunger was outside of the handle and was normal, but still had the posterior needle tip attached to the posterior plunger mandrel. The needle tip was also attached to the suture. The suture end was examined and it had evidence of shearing and tearing. These observations would indicate that the plunger was not deployed correctly to have ejected the posterior needle tip from the plunger mandrel. As the plunger was withdrawn, the suture broke; as observed on the returned components. Because the plunger was not deployed fully, the cuffs within the foot pockets were not captured or the posterior needle tip ejected. When the plunger was withdrawn the suture was pulled up the handle and broke. The length pulled through the handle may have been insufficient to provide normal suture retrieval. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The returned device analysis indicated that the deployment sequence was not followed as stated in the instruction for use, device placement section, which states while maintaining device position, deploy needles by pushing on the plunger assembly (in the direction marked #2) until the collar of the plunger makes contact with the proximal end of the device body. Visually confirm that the collar of the plunger is in contact with the body of the device. Because this was not performed, the plunger did not have opportunity to contact the foot pockets to capture and complete the suture. Thus there is an indication of a user influence on the incident.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.